Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice device did not ¿alarm with hot fluids¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The homechoice device was returned and evaluated. This evaluation included functional and electrical testing on the device. A visual inspection was performed. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. There was no non-conforming product found during sample analysis that was related to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.